Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar curved scissors instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 0.097" x 0.073" in size was not returned with the instrument. However, an in-house mcs accessory tip is still able to be properly attached and installed to the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the plastic on the tip of the monopolar curved scissors was chipped, and the scissor tip does not attach in the monopolar curved scissors instrument. The procedure was completed with no reported injury.